Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device was fired and on inspection of the staple line it was seen that a few staples near the midpoint of the inner most row of staples did not form all the way. One leg of the staples formed and the other leg was unformed and jutting out of the staple line which led to a nicked bowel. It is unknown how the case was completed. It is unknown when the issue was found and what treatment was required.